Manufacturer narrative:
The reason for this revision surgery was to address a patients knee dislocation. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against a part from this lot. The root cause for the patient's dislocation was reported as wear. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient's knee dislocating posteriorly, there was abnormal wear on the posterior position of the insert. The surgeon only exchanged the insert.